Event description:
A hospital in (B)(6) reported via our distributor that an additional tube had been inserted into an rt225 infant bias flow breathing circuit adaptor, making it unusable. This was observed prior to pt use.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510 (k) number of that product is k20332. Method: the complaint breathing circuit was visually inspected. Results: a smaller adaptor was found to be lodged in one of the larger adaptors. A lot check revealed no other similar complaints of this nature for this lot number. Conclusion: the accessory bag of the rt225 breathing circuit kit contains a number of adapters and connectors. It is likely that movement during transport or storage could have caused one of these components to slide into another component and become stuck.